Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after unpackaging of the 2.5x33 rx xience xpedition stent delivery system, inspection was performed prior to preparation of the device for use. The catheter shaft was noted to be separated into two pieces. The device was not used and there was no patient involvement. Another same device was prepped and used successfully without a clinically significant delay in the procedure. No additional information was provided.